Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrections to e2, e3, and g2. The information included in these fields was inadvertently omitted from the initial medwatch report. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that no image was displayed due to a communication failure caused by a cable failure. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the right side screw on the paddle was splitting down the side on the camera head. The issue was found during preparation for use. There were no reports of patient harm. During the device evaluation at olympus, it was found there was no image due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: visual inspection of the video connector found small hair line cracks on each side of the paddle housing where the screws were installed. The serial plate was removed to verify a leak and a long hair line crack on the plug, which started out from the screw hole, was found. Both screws were noted to be holding the serial plate and were intact and not stripped. There was no indication of moisture invasion inside the charged coupled device (ccd) and its coupler. Evaluation also found the cable was kinked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.